Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to replicate the customer reported failure mode of instrument not being recognized by the davinci robot system. Instrument was checked for recognition using an in-house davinci robot system. The instrument was successfully recognized, showing 1 use left. The pogo pins did not stick and were not contaminated. A finding not reported by the customer was a broken grip cable. One grip close cable was found to be broken at the distal idlers. The idler pulley spins freely and it was not damaged. The cable segment sticks out at the wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si surgical procedure, the mega suture cut needle driver instrument was not recognized by the davinci robot system. No patient harm, adverse outcome or injury was reported.